Event description:
Patient reported aligners have rough edges that are irritating and cutting their tongue and lips. Patient reports they can put their tongue between the aligner and teeth. Requested additional information.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.